Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a mobi-c lower plate and poly core dislodged from the implant cartridge while it was being malleted into the disc space. The pieces were recovered and the procedure was completed with another mobi-c implant. There was a delay of 10 minutes without patient impacts.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be due to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c lower plate and poly core dislodged from the implant cartridge while it was being malleted into the disc space. The pieces were recovered and the procedure was completed with another mobi-c implant. There was a delay of 10 minutes without patient impacts.